Event description:
It was reported that the pt was hospitalized for status epilepticus. It is unk at this time, if the pt has a history of status epilepticus. It is unk the relationship of the pt's vns therapy to the status epilepticus event. Good faith attempts to obtain additional information have been unsuccessful to date.